Manufacturer narrative:
The pusher assembly was returned for evaluation, and it was confirmed that the implant coil had detached, but the evaluation could not determine the cause of the event.

Event description:
It was reported that the coil prematurely detached inside the catheter. No patient injury reported.